Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 1000 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room with high ketones. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged approximately 1 week later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy. Date of event is approximate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.